Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time.

Event description:
It was reported that water leaked from the shaft of the foley catheter after the water was injected.

Event description:
It was reported that water leaked from the shaft of the foley catheter after the water was injected.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The reported failure is within specification as the reported failure could not be reproduced. The product was used for patient treatment or diagnosis. The product had not caused the reported failure. No root cause could be found because the reported event was unconfirmed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation was concluded, and no additional action is required at this time. As the reported event is unconfirmed neither a risk review nor labeling review is required. The actual/suspected device was inspected.